Event description:
The prw35 was used during an unknown procedure. The staple legs would not close when fired. The malformed staple was removed and attempted to fire again, but the same thing happened. This happened 5 times. Another device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D6; device returned with no lot or batch identification. H6; instrument received with (6) staples jammed in the nose. Based on the inquiry info and visual examination it was concluded that the reported incident was a result of the trigger being pulled forward before the instrument had completed its firing stroke, thus damaging the precock spring. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.